Event description:
It was reported that during biomedical engineer preventative maintenance testing, the atrial control knob was found to intermittently adjust output values incorrectly. It would advance two digits with one click rotation, instead of a single digit. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the encoder flex was out of specification. It was also noted that the liquid crystal display (lcd) was out of specification, missing two rows of pixels and the encoder flex connector was missing medical adhesive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the encoder flex was out of specification. It was also noted that the liquid crystal display (lcd) was out of specification, missing two rows of pixels and the encoder flex connector was missing medical adhesive. The display printed circuit board (pcb) and encoder flex were further analyzed. Analysis found a torn trace on one of the flextape solder joints for the atrial output on the encoder flex. A pixel test was conducted and the lower menu display was missing several lower rows. This could be reproduced by flexing the lower corner of the display assembly. The lcd was removed from the display pcb and it was noted that there was reinforcement tape from the pcb to the lcd, this appears to have been caused by misalignment of clear tape, this is a defect and likely caused the intermittent contact for several lower menu display rows. It was further noted that analysis was unable to reproduce the encoder flex initial report.